Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 357 mg/dl. The customer's expected fasting blood glucose test result range is 160 - 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 272 mg/dl using truetrack meter and 266 mg/dl using truetrack meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/20/2019 and open vial date is (B)(6) 2016. The customer stated she has not made any recent changes in her diet, exercise regimen, or medication. The customer stated she is testing eight times a day (fasting) and taking medication to control her diabetes (insulin). The meter memory was reviewed for previous test result history (date/time not set): (B)(6). The customer is calling because she feels that the results she is getting from the meter are reading too high. The customer stated that she is not experiencing any symptoms regarding her diabetes and does not need to seek any medical attention. The customer has not made any recent changes in her diet, exercise regimen, or medication. The customer is testing eight times a day (fasting) and the customer is taking medication to control her diabetes (insulin). The customer is storing the meter and test strips in the bedroom. The customer stated that the date/time has not been changed (wrong date/time).